Event description:
It was reported that the device was alarming for high leakage while being used on a pt. Pt's breathing work had increased leading to rise-up of co2 level. In the course of looking for the root cause, the user had performed an examination of the positioning of the endotracheal tube via x-ray but this appeared to be fine. The ventilator had been exchanged and the pt status had re-stabilized.

Manufacturer narrative:
Analysis of the log file confirmed the occurrence of several situations for the date and time of event where the device has detected an impaired ventilation and posted "minute volume low" alarms. Furthermore, flow sensor-related alarms are evident for the last hour of use. This may be associated to a (sputum-) polluted sensor, contact problems with the flow sensor cable or fitting problems of the flow measurement equipment. The device was tested on-site by a drager fse and was found fully compliant to specifications. It has been released for further use with no other problems reported since then. The flow sensor cable underwent an in-depth check at the manufacturer which did not result in observation of any nonconformity as well. It is not possible to assign a clear root cause to the user's experience. However, an incorrectly mounted flow sensor insert would be a reasonable explanation as it would cause both symptoms - a significant leakage leading to impaired ventilation and deviations in flow measurement. Drager medical finally concludes that the device has responded as specified for the particular error situation by posting the appropriate alarms. No pt consequences have occurred.